Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: a pump with an unknown serial number was not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported high power event could not be confirmed. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Of note, it was reported that the patient was given anticoagulation and antiplatelet therapy. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q4 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after feeling fatigued, experiencing nausea, and showing signs of heart failure. The patient's ventricular assist device (vad) developed high watt and high flow alarms as a result of thrombus. The patient had lactate dehydrogenase levels greater than 2500 and hemolysis. The patient was given anticoagulation and antiplatelet therapy intervention. The patient was a poor candidate for pump exchange due to rising creatinine and right ventricle dysfunction. The vad was turned off and the patient subsequently expired as a result of cardiomyopathy. This event was reported in the q4 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.